Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the day of the event 04/09/2025, the patient experienced headache, anxiety, stomach pain, and cramps due to fluctuating cgm readings. At an unspecified time during the event, the patient self-treated with oral sugar shots, glucose tablets, and juice based on a low cgm reading. The patient contacted her doctor, who advised her to go to the hospital.. The patient arrived at the hospital around 1:30 pm. Upon arrival, the cgm reading was 321 mg/dl, and the blood glucose reading was 207 mg/dl. The patient received unspecified intravenous fluids for her symptoms. The doctor was uncertain whether the symptoms were caused by diabetes or kidney failure. The patient underwent several medical exams, including a CT scan of the pelvis, urinalyses, bloodwork, x-ray, electrocardiogram (ECG), and blood pressure monitoring. All test results showed no abnormalities. At an unspecified time during her hospital stay, the cgm reading was 256 mg/dl, and the blood glucose reading was 138 mg/dl. The patient was discharged the same day at 5:30 pm. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm was reading low. The reported glucose values fall within the b zone of the parkes error grid checked at the hospital. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time during her hospital stay prior to discharged. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to no log data to review. No additional patient or event information is available.